Event description:
It was reported that the patient had a return of symptoms including increased baseline pain and increased baseline spasticity, approximately one week prior to refill. The patient went for a refill in 2008, but when the pump was interrogated, it appeared that the pump still had medication so it was not filled. The patient was hospitalized the next day because "she was so sick". The patient was discharged from the hospital (date not provided). The pump was refilled the following month. The health care provider expected to withdraw 15 ml but was unable to aspirate any drug from the reservoir. The hcp filled and then aspirated a few mls to confirm the pump was accessed. The pump was then filled with 20 ml of drug and the patient was sent home. The patient slept the rest of the day and into the next day. The hcp called to check on the patient/ it was reported that the patient was "totally out" sitting in a chair. The patient returned to clinic and the pump dosage was decreased. When the pump was turned down to decrease the dilaudid dosage, it also decreased the baclofen dosage. Over the next week, the patient's spasms returned. The dosage was increased. Approximately 2 weeks later the patient was reported to be 'doing much better'. It was unk if any diagnostic tests had been performed. The caller questioned if the calibration constant was "off" (it should be 121). The concentration and daily dose of baclofen and dilaudid being delivered via the pump were not reported.